Manufacturer narrative:
(B)(4): the customer reported multiple issues with the device including a red x and failure to power up. The device was evaluated at philips. The issue was localized to the processor pca. The processor pca was replaced to resolve the issue.

Event description:
The customer reported multiple issues with the device including a red x and failure to power up.